Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint # (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: during the evlt procedure, the treating physician pulled the guidewire back through the access needle, causing the guidewire to unravel. No piece of the guidewire fractured off inside of the patient. The disposable device has been returned to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned was a 018" x 45cm nitinol guidewire. A visual review of the guidewire noted the wire was unraveled. The device met all manufacturing dimensional measurements for this product. The customer's reported complaint description of the "guidewire unraveled" is confirmed. The physician's technique is the likely root cause as additional information received from the customer stated that the guidewire was pulled back against the needle. The guidewire should not be pulled back through the needle; the needle should be removed before removing the guidewire. A review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number instructs, using standard seldinger technique gain access to the desired vein with the needle and corresponding guidewire. Remove the dilator and guidewire. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint #(B)(4).